Event description:
It was reported that a person with diabetes (pwd) received a ¿line blocked¿ alarm on (B)(6) 2025. The issue was resolved using the current cassette and by changing the infusion set and site. Pwd noted that the cannula did not appear abnormal or bent. The issue was resolved. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided no review of device history records could be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.